Event description:
Procedure: lobectomy. According to the reporter: the procedure went well but just after the patient was rolled into recovery, it was noticed that the patient had started bleeding. Blood loss was reported as one liter. When the surgeon opened up the patient found that the staple line that had been fired across the pulmonary artery was not complete. The vascular stapler was used for the second firing and worked fine. The patient current condition was reported as fine.

Manufacturer narrative:
Initial report sent to FDA on 01/27/2009.